Event description:
Posterior and "pernoeal" were found to be occluded; well into the catheterization procedure, it was difficult to maintain the images on the screen and get a good connection. After struggling for approximately 10 minutes with trying to get a good image, the representative for medtronic was contacted.manufacturer's representative indicated there may be other complaints similar to this.